Event description:
It was reported to philips that the system's flexvision monitor shut down, which impacted imaging displays. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer temporarily restored the display by adjusting the cables on the large screen monitor, allowing the procedure to be completed with a delay of 10 minutes. The philips remote service engineer (rse) inspected the system remotely and verified that the flex vision monitor had shut down during use, affecting the imaging display. During troubleshooting, the rse advised the customer to check the display connections. Following this guidance, the biomedical engineer inspected the system and found that the power connector of the large screen monitor was not properly seated. It appeared that the power cable lock had not been released before connection. After unlocking, reconnecting, and securing the power cable correctly, the monitor functioned stably. The system was then returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury, and as such, the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, allowing the customer to successfully complete it on the same system by adjusting the cables on the large screen monitor. The procedure was finalized with a slight delay on the same system and is not likely to cause or contribute to death or serious injury should it recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.